Event description:
It was reported that after a device changeout procedure, the cardiac resynchronization therapy defibrillator (crt-d) and this right ventricular (rv) lead exhibited a high out of range shock impedance, greater than 200 ohms. A left bundle branch (lbb) lead was also implanted. Also, the morphology presented as upside down. Troubleshooting was done, and the morphology became upright, but shock impedance was still greater than 200 ohms. Technical services (ts) suspected an issue with the distal coil of this rv lead. Ts attempted to rule out electromagnetic interference (emi). It was noted the patient was occluded and would be given a referral for a possible lead extraction. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.